Event description:
A pt with bilateral pseudoexfoliation syndrome (pex) underwent cataract surgery six years ago. Pt complained of reduced visual acuity (1/10) in the left eye, without diplopia. Intaocular lens (iol) subluxation was detected, with the bag temporally downwards, with visible capsule rupture and lentodonesis. During lens replacement surgery, intraoperative hemorrhage occurred. A month later the hemorrhage was completely resorbed and visual acuity was 0.2, with pre-existing and later age-related macular dgeneration. In the right eye, with a visual acuity of 0.2, the iol fixated in the bag eight years ago was centric, but a posterior capsule defect was manifest and a cystoid macular edema developed. The case was considered serious/intervention required.